Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that resistance was experienced with multiple cartridges during the fill process. A new cartridge was successfully installed onto the pump to address the event. Customer's blood glucose level was approximately 100 mg/dl.